Event description:
As reported by legal notification, the patient had an initial right tka on (B)(4) 2014. Sequential radiographs demonstrated wear of the polyethylene with asymmetry of the plastic medially, as well as osteolysis involving the medial femoral condyle. The components preoperatively appeared well fixed. There was no clinical evidence of infection. The patient was revised on (B)(6) 2022. There was extensive synovitis present and an extensive synovectomy was performed. There was some burnishing noted about the patella. Patella appeared well fixed. Femoral and tibial components appeared well fixed. The polyethylene insert was removed and there was wear noted about the post as well as anterolaterally and medially. Synovitis and debris posteriorly was removed. The patient awakened and returning from the operating room to the recovery room in stable condition. There were no complications.

Manufacturer narrative:
Pending investigation. D10: serial #: (B)(4), category #: 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, serial #: 2967388, category #: 02-010-01-0320 - logic femoral ps cem right sz 2, serial #: (B)(4), category #: 203-96-03 - (11-2216) saw blade new stryker (.050), serial #: (B)(6), category #: 203-96-01 - (11-2222) saw blade new stryk (.050), serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, component code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.